Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The shock impedance spiked to greater than 150 ohms on (B)(6) 2024 and has trended greater than 150 ohms ever since. The pacing impedance and pacing threshold remain steady and within normal ranges. No noise was seen in recordings, and no noise could be reproduced with isometrics.